Event description:
It was reported that the right ventricular (rv) lead had high threshold and high impedance. The pace/sense portion of the lead was capped and a new pace/sense lead implanted. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).